Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the driveline infection first occurred on (B)(6) 2020 and the patient was readmitted to the hospital from (B)(6) 2020 to (B)(6) 2021. Surgical and drug therapy was performed.

Event description:
Additional information was received that the bacterial driveline infection developed on (B)(6) 2020. The patient was admitted for the infection on (B)(6) 2020. The patient transferred hospitals on (B)(6) 2020. The patient was discharged on (B)(6) 2020. Driveline infection on new pump is reported under MFR # 2916596-2023-02332.

Manufacturer narrative:
This event took place at (B)(6) hospital in addition to (B)(6)hospital, both in (B)(6) japan. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the specific cause of the reported infection could not be determined. The customer reported that the patient had a driveline infection that progressed to a pump pocket infection, resulting in a pump exchange. (B)(6) was returned with the pump cable cut approximately 7¿ from the housing. The inline connector portion, approximately 4¿ long, was returned. Examination of the outflow graft and pump blood-contacting surfaces found no adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well found no evidence of damage or scratches. The log file data retrieved from (B)(6) appeared to show the pump operating as intended. (B)(6) was cleaned, rebuilt, and connected to a mock loop to retrieve the lvad log files; however, the pump initially was unable to be restarted upon connection to the test fixture. During subsequent tests, the pump was able to be restarted. This issue was first noticed during routine performance tests after explant by abbott. No related complaints were recorded during implant or during the clinical use of the pump. Additionally, the inability to operate the pump post-support was not related to the reported event as the pump operated at the set speed without issue per the submitted and downloaded log files and initial inspection of the pump rotor and rotor well found no scratches indicative of the rotor spinning against the rotor well during support. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the log files retrieved from (B)(4) noted multiple low flow alarms. The alarms occurred during the final two hours of support and initially occurred in a setting of high pi. The alarms became persistent during the final two minutes of support, during which time the set speed was reduced to 3900rpm. The captured events appeared consistent with pump support being discontinued due to the reported pump exchange. The heartmate 3 instructions for use (japan) (rev. A) lists localized infection, driveline infection, and pump pocket or pseudo pocket infection as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. The relevant sections of the device history records were reviewed, including the sterilization and packaging documentation, and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the methicillin-resistant staphylococcus aureus (mrsa) was positive and methicillin-susceptible staphylococcus aureus (mssa) was confirmed. The infection status was not good. The infection got to the pump pocket from the driveline. The patient is on antibiotics, negative-pressure wound therapy (npwt) was attempted, and driveline re-location. The pump was exchanged on (B)(6) 2020 at (B)(6) hospital. The patient was recovering from the open heart surgery.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. This event took place at (B)(6) hospital, (B)(6).

Event description:
It was reported that the patient was admitted for infection treatment.